Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain and cervical radiculopathy. It was reported that a little more than a week prior to (B)(6) 2016 the patient could no longer feel stimulation on her right lead, just pressure and her left lead. Stimulation felt uncomfortable when turned on causing neck cramping, pain, and stimulation into her face. It was unknown if any environmental/external/patient factors led to the event. The rep attempted to reprogram but was unable to produce any different results. It was noted that all impedance values were within normal limits. No interventions had been done as of 2016-may-05, but the patient was requesting explant. The patient was alive with no injury and the issue had not been resolved as of 2016-may-05.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and health care provider that reported that the patient was being scheduled for an explant.

Event description:
Additional information from the healthcare provider indicated that the patient did have reprogramming done on (B)(6) 2016; however they still felt tingling and uncomfortable pressure. The patient reported that the stimulation was not covering their pain and it was causing increased symptoms when it was on. The device was scheduled to be explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.